Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high-out-of-range pacing impedance measurements greater than 2,500 ohms with loss of capture (loc) at high pacing outputs of 6.5 volts at 10 milliseconds. X-ray was performed and confirmed a lead fracture near the suture sleeve. The ra sensing was reprogrammed to 0.15 millivolts however then exhibited intermittent undersensing. Programming changes were taken from ddd to vvir mode. This time, no revision procedure was planned. Our records indicate that this ra lead remains in service. No adverse patient effects were reported.